Manufacturer narrative:
Investigation results: to date there is no device available for investigation. The device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There are no further complaints registered against the same lot numbers. On the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product ff490t craniofix 2 titanium clamp 11mm. It was reported that particles detached when applying the craniofix clamps. There was no patient harm. Additional information was not provided nor available. (B)(4).